Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of salpingitis ('mild chronic salpingitis with rare eosinophils') in an adult female patient who had essure inserted for female sterilisation. The patient's concurrent conditions included cystoscopy, cystocele and rectocele. On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the salpingitis outcome was unknown. The reporter considered salpingitis to be related to essure. The reporter commented: a photograph was taken to display the 7 to 8 trailing coils. An identical procedure was then performed on the patient's right tubal ostium; however, 1 2 to 3 trailing coils were identified after the application. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test on (B)(6) 2018: mild chronic salpingitis with rare eosinophils and foreign body giant cell reaction. On a single transection of the right fallopian tube, a small focus of chronic inflammation with rare eosinophils is seen. On a single cross section of the left fallopian tube there is focal submucosal foreign material with foreign body giant cell reaction. The right fallopian tube has a silver metallic device protruding at the proximal end. A tan 0.4 x 0.3 x 0.1 cm nodule is located on the posterior fundus. The uterine corpus is bisected revealing a 4.1 cm unremarkable endocervical canal. The endometrial cavity is triangular measuring 2.7 cm in length by 0.1 cm in depth filled with pink red fibrous endometrium. Both cornu contain a silver metallic spring. Both devises are removed before the fallopian tubes are sectioned. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-jul-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of salpingitis ('mild chronic salpingitis with rare eosinophils') in an adult female patient who had essure inserted for female sterilisation. The patient's concurrent conditions included cystoscopy, cystocele and rectocele. On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the salpingitis outcome was unknown. The reporter considered salpingitis to be related to essure. The reporter commented: a photograph was taken to display the 7 to 8 trailing coils. An identical procedure was then performed on the patient's right tubal ostium; however, 1 2 to 3 trailing coils were identified after the application . Diagnostic results (normal ranges are provided in parenthesis if available): pathology test on (B)(6) 2018: mild chronic salpingitis with rare eosinophils and foreign body giant cell reaction. On a single transection of the right fallopian tube, a small focus of chronic inflammation with rare eosinophils is seen. On a single cross section of the left fallopian tube there is focal submucosal foreign material with foreign body giant cell reaction. The right fallopian tube has a silver metallic device protruding at the proximal end. A tan 0.4 x 0.3 x 0.1 cm nodule is located on the posterior fundus. The uterine corpus is bisected revealing a 4.1 cm unremarkable endocervical canal. The endometrial cavity is triangular measuring 2.7 cm in length by 0.1 cm in depth filled with pink red fibrous endometrium. Both cornu contain a silver metallic spring. Both devises are removed before the fallopian tubes are sectioned. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-jun-2020: mr received. Event medical device removal was deleted and new event "salpingitis" added. New reporters, plaintiffs information added. Concomitant conditions and lab data added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('device removal') in a female patient who had essure inserted for female sterilisation. On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.